Event description:
Nurse reported that customer was admitted as an inpatient to a hosp for diabetic ketoacidosis. Troubleshooting was not performed at time of call. No additional details were provided.